Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been having trouble with her implantable neurostimulator (ins) and believes the ins turns itself on//off. The patient stated that this morning they turned the ins on, and for some reason she got a head rush but it wasn't that long which is abnormal. The caller stated that they went to make a coffee and they started shaking. The patient went into the dbs therapy app to ensure that the therapy was turned on but stated that the ins was still turned off. The caller said that they have the same issue when turning the ins off at night. The caller stated that they will turn the ins off but when they check the ins again it will still be on. The caller stated that they have been having this issue for about a year. The caller mentioned that they had a spinal surgery ( unrelated to deep brain stimulation (dbs)  ) but turned the device off prior to the surgery. Patient services (pss) had the caller connect to the dbs therapy application and walk the patient over the steps of turning ins on/off correctly. While the ins was turned off the caller stated that " it felt like they were in a different world". The caller confirmed they are taking the proper steps in turning the ins on/off. The caller stated that when they turn the ins on/off they get a headrush and the taste of something metal . The patient stated that they were the 5% that gets the taste of metal. The patient stated that it " feels like things are scrambling". The patient confirmed that the ins was turned back on. The caller mentioned that it is very difficult to press the on button to resume therapy due to the tremors. The caller stated that their husband has to assist them with turning the ins back on. Pss advised the caller to monitor and ensure they are properly turning the ins on/off , and to follow-up with the healthcare provider if issue persists.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted on 5/29/2024 due to battery depletion.

Manufacturer narrative:
Analysis of the neurostimulator (s/n npi708836h) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.